Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, resulting in the successful initiation of a new sensor session with no recurrence of the error.